Manufacturer narrative:
E1 initial reporter phone (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Health effect - clinical code should be 2388 - inadequate pain relief rather than 4412 - movement disorder. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.